Manufacturer narrative:
H.6. Investigation: during DHR review ¿ one non-related qn was initiated during production; disposition, root cause and corrective actions were applied per control plan. ¿ all other challenge, set-up and in process samples and all passed per specifications. Received 29 iag bc 20ga units within sealed packages and inside a dispenser from lot number 8214986. All contents within were intact. Visual/microscopic evaluation: no physical-mechanical damage was observed on any of the components of the received unit. No traces of adhesive was found of the areas. Functional test (needle retraction): the needle covers were removed the white buttons were pushed ¿ and the needles retracted without resistance. Retraction was successful. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure described in the event description could not be confirmed or replicated in the laboratory.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV mechanism did not worked properly so the needle did not retract completely.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV mechanism did not worked properly so the needle did not retract completely.